Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged stuck button alarm found on (B)(6) 2022. The insulin pump was received with unresponsive keypad. Unable to verify stuck button alarm and perform the self test, displacement test and keypad voltage test due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electricity board1, electricity board2, force sensor, motor and vibrator assembly noted. The j1 connector on electricity board 1 was locked properly during visual inspection. However, corrosion was found on the battery tube assembly. A test case was used and the original electricity board1, electricity board2, internal battery and motor were installed. Powered the insulin pump on using the aa 1.5 volt battery. The insulin pump was able to navigate the menu and continued testing and download. The insulin pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded history files and traces using thus. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on the event date. (B)(6) 2022 21:15:32.000, (B)(6) 2022 21:25:27.000, (B)(6) 2022 21:32:07.000. (B)(6) 2022 21:41:23.000, (B)(6) 2022 21:45:24.000 and (B)(6) 2022 21:51:00.000. Pump error 61 (stuck key alarm) and unresponsive keypad were confirmed due to corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a end cap address label missing. Unable to verify stuck button alarm and download history files and traces using thus due to unresponsive keypad. Unresponsive keypad was confirmed due to corroded keypad traces. However, a test case was used and continued testing and download. Pump error 61 (stuck key alarm) was confirmed. Pump error 61 (stuck key alarm) and unresponsive keypad due to corroded keypad traces. During visual inspection, corrosion was found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.